Manufacturer narrative:
The complainant reported plates and guides did not fit the patient, but did fit the anatomical models. The complainant informed medcad that the surgery proceeded without the malfunctioning plates and guides.

Event description:
Plates and guides did not sit flush on patient anatomy.